Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The patient also reported halos and glare. (B)(4). Date of event: (B)(6) 2013. It was additionally reported that the patient was diagnosed with cone-rod dystrophy after his first surgery. The patient was unable to see which led to the lens exchange on november 20, 2013 in the patent's left eye. Patient was not happy. There were no post operative complications. Catalog #: zmb00u0170. If explanted, give date: (B)(6) 2013. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted one month after it was implanted. This iol had been a replacement lens for another explant (reference MDR 2648035-2013-00490). The report was provided by the first implanting surgeon; the second explant was performed by another surgeon. No other information was provided, such as the exact date of the explant or why the iol was removed.